Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; the valve was slightly bent, this is not considered as a defect. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed, and the valve passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and the valve passed the test. The siphon guard was tested and the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was occluded and was revised. The patient had a headache and the ventricular size could not become smaller. The patient also had disturbance of consciousness. Then it was confirmed that the cerebrospinal fluid was not flowing and the syphon guard was damaged (bent). Therefore a revision surgery was performed and another was implanted. The patient is now under monitoring. The valve was implanted due to congenital hydrocephalus. The patient had a primary disease. Csf protein level was unknown.